Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("some of it went out with the tube") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, uti, dysmenorrhea, depression, fibromyalgia, headache, hives (drug allergy- allergies: gadolinium subcutaneous (humira®): hives etanercept subcutaneous (enbrel®) gabapentin: hives penicillin: hives), drug allergy, appetite lost, flank pain, vaginal bleeding, back pain, parity 2, gravida ii and anxiety. Previously administered products included: mirena and nuvaring. Concurrent conditions were listed as abnormal uterine bleeding, anxiety, tonsillitis, arthritis, depression, hypothyroidism, irritable bowel syndrome, bipolar disorder, depression, c-section, anxiety, dysuria, hot flashes, flank pain, vaginal discharge, constipation, abdominal pain, urgency urination, appetite lost, frequency urinary, depression, bloating, back pain, right lower quadrant pain and pelvic pain female. Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required) and device dislocation ("possible malposition of essure device"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the device dislocation had resolved. The outcome of fallopian tube perforation was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: normal uterine ze. Paracentral left essure coil identified, additional right paracentral essure coil identified. Right essure coil appears to arc above the left-sided coil. Estimated right ovarian size, 47 23 mm and left ovary size, 39 19 mm. Bladder: minimally distended without stone or wall thickening. No free pelvic fluid. Impression: top normal liver size, with moderate diffuse fatty change. Left essure coil appears to be in the paracentral location, adjacent to the uterus, right essure coil, located cephalad to be left, and could be extrinsic of the right fallopian tube. Definitive location of essure coil within or extrinsic of the small fallopian tubes, cannot be definitively established by CT, correlate with [pathology test] on (B)(6) 2015: specimens received: bilateral fallopian tubes and essure pathologic diagnosis: fallopian tube, bilateral, excision: changes. Fimbriated fallopian tubes present in complete cross-section with no significant pathologic. Metallic wire is present, consistent with essure coils. Clinical history: pelvic pain. Gross description: two fimbriated fallopian tubes and three segments of coiled wire material consistent with essure coils. The essure coil material is 10x 0.3x 0.3 cm in aggregate; on (B)(6) 2022: surgical pathology report: diagnosis: tissue uterus, cervix-uterine fundus with serosal adhesion. Cervix no pathological change. Clinical information: pelvic pain, aub, dysmenorrhea. Comment: there are no fallopian tubes, she had previous tubal. Specimen source:uterus, cervix operation/procedure: less hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("some of it went out with the tube") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, uti, dysmenorrhea, depression, fibromyalgia, headache, hives (drug allergy- allergies: gadolinium subcutaneous (humira®): hives etanercept subcutaneous (enbrel®) gabapentin: hives penicillin: hives), drug allergy, appetite lost, flank pain, vaginal bleeding, back pain, parity 2, gravida ii and anxiety. Previously administered products included: mirena and nuvaring. Concurrent conditions were listed as abnormal uterine bleeding, anxiety, tonsillitis, arthritis, depression, hypothyroidism, irritable bowel syndrome, bipolar disorder, depression, c-section, anxiety, dysuria, hot flashes, flank pain, vaginal discharge, constipation, abdominal pain, urgency urination, appetite lost, frequency urinary, depression, bloating, back pain, left lower quadrant pain and pelvic pain female. Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required) and device dislocation ("possible malposition of essure device"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the device dislocation had resolved. The outcome of fallopian tube perforation was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: normal uterine ze. Paracentral left essure coil identified, additional right paracentral essure coil identified. Right essure coil appears to arc above the left-sided coil. Estimated right ovarian size, 47 23 mm and left ovary size, 39 19 mm. Bladder: minimally distended without stone or wall thickening. No free pelvic fluid. Impression: top normal liver size, with moderate diffuse fatty change. Left essure coil appears to be in the paracentral location, adjacent to the uterus, right essure coil, located cephalad to be left, and could be extrinsic of the right fallopian tube. Definitive location of essure coil within or extrinsic of the small fallopian tubes, cannot be definitively established by CT, correlate with [pathology test] on (B)(6) 2015: specimens received: bilateral fallopian tubes and essure patholoaic diagnosis: fallopian tube, bilateral, excision: changes. Fimbriated fallopian tubes present in complete cross-section with no significant pathologic.metallic wire is present, consistent with essure coils. Clinical history: pelvic pain. Gross description: two fimbriated fallopian tubes and three segments of coiled wire material consistent with essure coils. The essure coil material is 10x 0.3x 0.3 cm in aggregate; on (B)(6) 2022: surgical pathology report: diagnosis: tissue uterus, cervix-uterine fundus with serosal adhesion. Cervix no pathological change. Clinical information: pelvic pain, aub, dysmenorrhea. Comment: there are no fallopian tubes, she had previous tubal. Specimen source:uterus, cervix operation/procedure: less hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.